Event description:
Discordant, falsely low phosphorus (phos), enzymatic creatinine (ecrea), glucose (glu), blood urea nitrogen (bun), calcium (ca), carbon dioxide (co2), albumin (alb), sodium (na), potassium (k) and chloride (cl) results were obtained for one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. It is unknown if corrected results were obtained on the same instrument or an alternate instrument or if they were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low phos, ecrea, glu, bun, ca, co2, alb, na, k and cl results.

Manufacturer narrative:
The initial MDR 1226181-2015-00062 was filed on january 27, 2015.additional information (02/27/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and stated that no errors were flagged for any of the discordant, low results. The hsc stated that the results were not below assay range limit until the value was greater than the negative image of the lower assay range limit. The hsc recommended the customer to utilize the panic value feature and setting the panic values.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that small sample container (ssc) cup was under filled, causing discordant falsely low results. The ccc dialed into the system remotely, but could not find sample error at the time discordant results were obtained. The ccc primed the aliquot probe pumps and cleaner in replicates of ten. The ccc then ran quality controls, which were within acceptable ranges. The cause of the falsely low phos, ecrea, glu, bun, ca, co2, alb, na, k and cl results was related to sample integrity and sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.